Event description:
A (B)(6) representative became aware on (B)(6) 2023 that "last month" a patient died after a lead extraction procedure. Although they could open the chest and stabilize the patient and he could be released to the station, after three days his general circumstance went worse and worse and ended up in the patient's death. During the procedure they could not detect any damage and therefore danger for the patient. But coming to the end of the procedure the patient suddenly had a blood (pressure) drop and started with patient saving process. (B)(6) is not the manufacturer nor importer of the abovementioned devices used in the lead extraction procedure. The manufacturer of these medical devices is cook medical. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)